Event description:
Rptr purchased box of insulin syringes (10 bags of 10 syringes) from local pharmacy/grocery store in 7/02. Rptr noticed that one of the syringes (in the first bag of 10 syringes) was fully depressed, noticed because normally the plunger is pulled back 1/8 inch. In the third bag of 10, the rptr pulled cap of one of syringes and found the needle covered with clear gel. The gel was all around the tip of the needle. Rptr took the syringe back to the pharmacy and requested that he return to MFR for analysis with report sent back. Rptr suggested to the pharmacist that the gel might be silicone grease. Rptr then went on vacation for 15 days. During vacation the rptr had problems: high blood glucose. Spouse suggested that the rptr check their insulin. Three days later, the rptr filled a syringe with insulin and examined the filled syringe in full light. Rptr observed a light brownish orange material about 3/4 inch in length adhered to the inside wall of the syringe. As the rptr rotated the syringe, they observed the foreign material separate from the wall, move into the insulin, suspend in the insulin, separate, float, then dissolve in the insulin. Eventually, the foreign material completely dissolved. The next day the rptr returned to the pharmacy and spoke to the mgr who had taken the previous complaint. The pharmacist indicated that he had not sent the other syringe to bd, nor could he locate the syringe for sometime. Rptr contacted the local health dept on 8/26/02 who suggested rptr contact the FDA and retain the syringes. The rptr did obtain the syringe from the pharmacy. Rptr did contact FDA however received "no closure". States was told nothing could be done. Rptr contacted the MFR (nj office), gave detailed description of problem which was taped by the MFR. Bd sent metal box (kit) to return syringes for analysis. However, request call back from bd analyst (scientist) before they sent syringes to bd. Rptr wants 3rd party to track analyst, to take this matter seriously because the potential harm could be life threatening. Rptr has not received the call back from bd. Rptr is considering contacting cdc or fbi. Rptr is holding remaining syringes (3 from one open bag and one full bag of 10 syringes) till direction from FDA.